Event description:
It was reported that, during a new pump and catheter implant, the catheter kit was opened and the tyvek was removed and the catheter was under the seal of the (B)(4) and the plastic tray. This catheter was not used and another catheter was used. There was no patient involvement as another catheter was available. It was later reported that the product was never introduced to the sterile field. This was a packaging issue.

Manufacturer narrative:
Concomitant product: product ID 8780, lot# n369000002, product type catheter. (B)(4).